Event description:
During the original procedure performed on (B)(6), the left internal iliac artery was occluded. Although the working length was 65mm, the clinician strongly demanded a 73mm leg, instead of a 56cm that was recommended. The physician tried to push up the contralateral leg by using a balloon, but no success. The patient was closely monitored and the physician opted to withhold a treatment. Upon completion of the procedure, the aneurysm was successfully excluded. Implanted devices: 1). Sg-hbb-24-81; lot: bw486001-1; exp. Date: 03/19/2016; MFR date: mar 2014. 2) sg-hbl-73-16; lot: bz49080-1; exp. Date: 05/05/2016; MFR date: may 2014.

Manufacturer narrative:
UDI#: ((B)(4). According to the complaint description, the contralateral leg length should have been 56mm and not 73mm as demanded by the physician. The oversizing and misplacement of the contralateral leg may have contributed to the limb occlusion. The IFU states: "each stent graft must be ordered in a size appropriate to fit the patient's anatomy. Physicians should use adequate diagnostic techniques, including CT imaging to evaluate fully the individual needs of the patient". No further updates required. The risk mgmt file was reviewed and internal iliac occlusion is listed in the hazard analysis under section c.4.2. - misplacement of contra-lateral limb. No further update is required. There is no info is suggest the device has not worked as intended.